Manufacturer narrative:
H6: investigation summary: bd received five unopened units and two opened preactivated units for investigation. The samples were evaluated by visual examination and the indicated failure mode for preactivated needles and kinked tubing with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated a CAPA 1762367 investigation relating to the issue of preactivation to further identify potential root cause(s) and apply corrective actions. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was tubing separation or kink . This event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated: "bd vacutainer push button blood collection butterfly, brand new in packet unopened, no needle and tubing is kinked, causing memory kink. 7 product samples in unopened in original packaging available for collection. Please put the customers reference number (B)(4) on any correspondence with the customer."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was tubing separation or kink . This event occurred 7 times. The following information was provided by the initial reporter: translated to english. The customer stated: "bd vacutainer push button blood collection butterfly, brand new in packet unopened, no needle and tubing is kinked, causing memory kink. 7 product samples in unopened in original packaging available for collection. Please put the customers reference number (B)(4) on any correspondence with the customer."